Event description:
It was reported by service report that the right siderail will not latch and the fowler would not raise or lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.